Manufacturer narrative:
Product analysis: the product has not been returned, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was confirmed that the valve had been loaded correctly. During the implant, the valve was recaptured three times. After the third recapture, a separation was noted at the end of the capsule. It was reported that during the attempts at deployment, tension had been felt in the system. The capsule did not respond to the deployment knob and was not able to be opened. The system was removed from the patient and a non medtronic transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. The separation site was jagged and uneven. Conclusion: the investigation is in progress. Corrected data: outcome attributed to adverse event. Upon review of the initial medwatch submitted november 17, 2018, it was noted that a life threatening outcome was selected, however, no life threatening event occurred and the field should not be selected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a DHR review was performed on the dcs batch # 0008966663. Ru# 6859 was attached to the DHR controlling use of capsule sub assembly batches pending investigation and disposition of ncmr 200212832. The ncmr related to a cut which was noted on the distal tip of a capsule during manufacturing inspections. As per the ncmr, an additional sort was carried out on the distal portion of the capsule on the end item units of this batch. Given that parts referenced in this ncmr went through an additional sort in combination with the standard in process manufacturing inspections, there is no impact from the ncmr to the end item units. There were no issues identified in the DHR review that would have impacted this capsule separation event and the device met all applicable manufacturing specifications prior to release for distribution. It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to posit ioning difficulties. Recapturing is a feature of the enveor device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. The cause of the positioning difficulties could not be determined with the available evidence. Positioning difficulties do not typically indicate a device m anufacturing issue. After the third recapture, attempt to open the capsule was unsuccessful due to a separation at the end of the capsule. The enveor dcs instructions for use gives the following instruction with regard to the number of permitted recaptures; "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." Therefore, at this point the dcs should have been removed from the patient. It was reported that during deployment attempts, tension was felt in the system. The force in the dcs when opening the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality, patient anatomy and guidewire and sheath selection. The dcs was returned to medtronic for analysis. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. Delamination between the capsule outer polymer and the nitinol frame typically occurs when the capsule is subjected to a bending force. Delamination may occur over the spindle/paddle interface if a valve has been misloaded; however, it may also occur due to tracking/positioning in the patient anatomy. The capsule was observed to be separated near the proximal end, confirming the reported event. Angiographic films were received for review. The cine films appeared to confirm a good load. They cannot confirm or deny that the valve was recaptured 3 times. They can confirm that a capsule separation occurred at the distal end of the catheter but cannot comment on the tension felt in the system. The films confirm that a competitor¿s valve was deployed in the body. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. The compressive force on the system, which can cause a capsule to break, is a cumulative effect that may also be increased by tracking through tortuous patient anatomy. The root cause of the capsule break in this event cannot be conclusively confirmed. If information is provided in the future, a supplemental report will be issued.